Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During evaluation, the device second soft key from the left did not respond to input nor did the keys below it in the same column was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failing keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced no output from keys below second soft key. No additional information is available.